Event description:
Boston scientific received information that this pacemaker has 2-2.5 years remaining battery life 6 months ago. A month later, the battery life remaining was 2 years and at the time of call the battery life was less than 6 months. Boston scientific technical services (ts) explained current binning and memory dump indicated the past differences in longevity may have been caused by the programmer calculating the current bin as the lower bin after the follow-up tests were performed of if lead impedance values were to increase. The ts discussed that the battery calculator estimates the device has about half a year of longevity remaining. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement near (ern). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ern earlier than previously estimated.

Manufacturer narrative:
(B)(4). At the time of the initial issue, the device had not been explanted, thus it was not returned and did not undergo analysis. At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.

Event description:
Additional information was received that the pacemaker was explanted seven months later. No additional adverse patient effects were reported.